Event description:
Caller reported that cartridge was damaged on two separate occasions over the past three weeks, with issues involving a broken cartridge pigtail and one instance of damage occurring during unpackaging. There was no adverse impact to customer's blood glucose level as it did not exceed harmful thresholds. Caller successfully changed the cartridge and resumed insulin therapy; cartridge was not returned for further examination. No additional information was provided regarding the specific impact on days when issues occurred.